Manufacturer narrative:
(B)(4). It was verified that the battery charge level was very low. After installing a new battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
It was reported to physio-control that the customer's device had depleted its battery prematurely. The battery had one flashing led (very low state of charge) when the capacity check button was pushed. The device's readiness display showed zero bars in the battery capacity indicator (empty). The device would not power on anymore. There was no patient use associated with the reported event.